Event description:
It was reported that the patient experienced a burning (heating) sensation at their implantable neurostimulator (ins) site. It was described as an "inflammation-like feeling" with tenderness and pain up and down their leg and back. The sensation started at a low level around (B)(6) 2012, and in the last week (noted as either (B)(6)), the sensation had become "really bad." The patient turned off the ins on (B)(6) 2012, for approximately one week with the result that the sensation completely went away. It was reported that there was no specific accident or incident related to the onset of this sensation. There was no known relationship to this sensation and recharging; although, there was heat but described as not the same sensation as the burning sensation previously described. The burning sensation was further described as being positional noted that they felt it when leaning back or while sitting. If the patient leaned on their left butt cheek, the sensation was relieved. Palpation of the ins site did not re-created the sensation. The ins pocket was noted as tender but the patient stated this had always felt this way. The company representative created a few more programming groups with the idea that the current programming may be irritating the nerve. Impedance measurements were within normal range (865 to 1033 ohms) with no short circuits seen. Follow up information received reported the reprogramming was performed to eliminate stimulation from the area where the ins is located (right buttock) with a lower rate and an added cycling mode to the program group. There were no other interventions reported and no further issues have been reported by the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), : product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).